Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: item reference: 00-6334-058-32, item name: longevity const liner 58x32, lot number: 61962756. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a constrained liner and ceramic head were explanted and are covered in bio debris. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tha was performed on an unknown date, as well as the first revision. A second revision occurred in 2022 due to recurrent dislocations. The stem and shell were well fixed. A new ceramic head and constrained liner were placed upon completion. A definitive root cause cannot be determined. But off label usage of the ceramic head (constrained liners and ceramic heads are not to be used together per us regulations) may have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.